Event description:
It was reported in a clinical trial that a procedure was done to treat a left internal carotid artery-ophthalmic (c6 segment) intracranial aneurysm with flow diversion on (B)(6) 2021. The procedure was completed in 70min with a successful implantation of the subject flow diverter with complete coverage of the target aneurysm and no device deficiencies were noted. Post procedure on (B)(6) 2022 early afternoon, patient was found passed out on front porch by her husband. Patient doesn't recall getting dizzy or falling. The "syncopal episode" is possibly related to the study procedure, the study device (subject flow diverter) and the underlying condition or disease. The cec member has assessed the "syncopal episode" to have a possible relationship to study device. No further information is available.

Manufacturer narrative:
The device is not available to the manufacturer as the subject device was implanted inside the patient's vasculature.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the patient experienced an "syncopal episode " which was assessed by the imr (designated cec member) to have a possible relationship to study device. In the original ae the subject reports pain that is radiating up her right arm to her arm pit. She denies swelling, discoloration, arm temperature change. The patient will receive electromyelograph (emg) in future. There was right radial artery access. Subsequent right arm pain. The subject was treated with methylprednisone 4mg (as needed) and gabapentin 300mg (bid). The procedure was completed successfully, in 70min with a successful implantation of the study device with complete coverage of the target aneurysm and no device deficiencies were noted. The condition being treated is intracranial aneurysm treated with flow diversion. The anatomical location was left internal carotid artery-ophthalmic (c6 segment). Other devices used with the subject device were a intermediate catheter and a microcatheter. In the physician¿s opinion the neuropathy was probably related to procedure and the rational noted indicates ¿per investigator, the neuropathy is likely from the subject's positioning during the procedure.¿, however the site has not alleged the event to study device or other stryker devices. Please note the imr has concluded that the event is possibly related to procedure, other stryker devices, and underlying condition or disease. The patient was a 48yr old caucasian female (not hispanic or latino) weighing 134.7kg (bmi 45.2). Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the as reported 'patient complications' for this complaint.

Event description:
It was reported in a clinical trial that a procedure was done to treat a left internal carotid artery-ophthalmic (c6 segment) intracranial aneurysm with flow diversion on (B)(6) 2021. The procedure was completed in 70min with a successful implantation of the subject flow diverter with complete coverage of the target aneurysm and no device deficiencies were noted. Post procedure on (B)(6) 2022 early afternoon, patient was found passed out on front porch by her husband. Patient doesn't recall getting dizzy or falling. The "syncopal episode" is possibly related to the study procedure, the study device ( subject flow diverter) and the underlying condition or disease. The cec member has assessed the "syncopal episode" to have a possible relationship to study device. No further information is available.